Manufacturer narrative:
Findings: inspected 3 opened/used enlite sensors and performed bicarbonate buffer test per (B)(4). 1 of 3 sensors failed due to found sensor cannula retracted in the other side of sensor base. Two remaining sensors passed per specifications with accurate readings. Also found 3 cannula bent - unable to confirm customer received sensors in said condition due to customer returned opened/used.

Event description:
The customer reported sensor glucose vs. Blood glucose disparities, calibration errors of the sensor/insulin pump, bent sensors, blood at the sensor site on the body and fractured sensors from a box of sensors. Customer stated that her blood glucose was 45 mg/dl, and had had issues with hypoglycemia, but was up to 154 mg/dl during the call with the helpline. The sensors were returned and the customer received replacements. No further information was provided.